Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the lcs15 instrument scissors did not work during the procedure. Another instrument was used to complete the case. There was no consequence to the pt.